Event description:
It was reported when the patient presented to the clinic, the device could not be interrogated. The physician stated the device was showing behavior of an advisory product. The patient was in good condition and monitored until possible device replacement. The patient returned the next day and the device was able to be fully interrogated using the same programmer and wand from the day before. The cause for the issue remains unknown. The device is not longer considered for replacement. The patient will continue with regular check-ups.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This supplemental report is to correct the previously reported information regarding the initial reporter

Event description:
New information received states that the device was explanted and replaced. No further information is available at this time.